Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® safety-lok¿ blood collection set pre-attached holder; 3 devices had open packaging and were not sealed. There was no health impact or consequences reported.

Manufacturer narrative:
Please note correction in h6 annex a code was revised to a020504 - tear, rip or hole in device packaging. Investigation summary: bd received 2 photos for investigation. The images show individual blister packs with damaged packaging and open seals, including sections of the top web torn off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® safety-lok¿ blood collection set pre-attached holder, 3 devices had open packaging and were not sealed. There was no health impact or consequences reported.